Event description:
The affiliate reported the customer alleged erroneous free thyroxine (ft4) and thyroid-stimulating hormone (tsh) results, outside the normal reference ranges, for one patient involving unicel dxi 600 access immunoassay system. Subsequent testing of the patient sample recovered erratic results. The erroneous results were released out of the laboratory and questioned by the physician as the results did not correlate with the patient's clinical presentation. There was no report of patient injury or change in patient treatment associated with this event. The customer supplied beckman coulter (B)(4) with the patient's sample for further analysis.

Manufacturer narrative:
There is no indication service was dispatched for this event. The customer stated controls and quality control (qc) were acceptable prior to, during, and after the incident. The customer stated the analyzer has never been outside quality control (qc) tolerance for free thyroxine (ft4) and thyroid-stimulating hormone (tsh) assays. Beckman coulter customer product line support (cpls) laboratory tested the patient sample before and after centrifugation on ft4 and tsh assay to confirm the customer's results. Cpls noted the patient sample contained fibrin. The patient sample was tested in duplicate on ft4 and tsh assay prior to and after centrifugation. Cpls obtained good reproducibility on ft4 and tsh results prior to and after centrifugation. Cpls did not reproduce the customer's results. The investigation did not demonstrate a reagent issue. The cause of the incident is unknown.